Event description:
The operator experienced alarm associated with the oxygen and no readings on the parameters.manufacturer response:we sent over the device logs to the manufacturer and this draeger's response.possible causes = (1) water in pneumatic system, (2) paramagnetic thermal oxygen (pato) sensor faulty.remedies = (1) dry pneumatic system by running empty for at least five minutes and insert a dry sampling tube and water trap. (2) replace pato.this led to the other pato error codes.000292.24612 - 02 measurement failure - water or replace pato sensor000292.24614 - water inside the cuvette.error = apparently there is no water inside the pato cuvette.temporarily faulty o2 measurement until water has evaporated.possible causes = (1) occurred after power-on: condensed air humidity. (2) occurred during operation: water trap punctured.remedies = replace the water trap as necessary.on 6/2 error code 000292.24593 - pato zeroing failed.possible causes = zeroing gas impure.the zeroing valve is not switching. As a result patient gas is used for zeroing.error in absolute pressure measurement. The operating point of the pato chip heater is too imprecise during zeroing. This applies in particular to pato sensors older than arwn-0000. Pato pcb faulty. I ordered and replaced pato sensor which fixed the problem.